Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility (uf) regarding a navigation system outside of a procedure. The uf reported that the navigation system on site would not keep charge when disconnected from power. The caller also noted that the surgeon monitor cover was damaged and needed to be replaced. No patient was involved with this issue.

Manufacturer narrative:
Product analysis: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system passed checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the most likely cause of the battery issue was that the battery build date was in 2013 and that the cell was dead. The system was confirmed to be connected to a known functional outlet at the time of the issue. Furthermore, the cause of the case creaking was reported to have been normal use/wear and tear.